Event description:
Pt reported the infusion device displayed an e8 power interrupt error, and she was then unable to access the menu. The key-lock feature was not activated. The screen displayed the correct info, but the buttons would not respond. The correct type of battery is used in the infusion device. The buttons are not flat, and the infusion device was not dropped or exposed to water or high temps. A new battery was inserted in the infusion device. The infusion device displayed another e8 power interrupt error, and then the display faded to black and the infusion device would not respond. The infusion device was requested for eval. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the production data shows no deviations of the specifications. As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product returned for evaluation.